Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the first mitraclip that failed the final arm angle test. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) with an enlarged left atrium/ventricle and restricted posterior leaflet. During the device preparation that was performed according to the instructions for use, the final arm angle had been tested successfully. During the procedure, the final arm angle test was repeated multiple times but the test failed each time. The undeployed cds was removed from the anatomy. A second mitraclip was prepared and one mitraclip was successfully implanted reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device was performed, but the reported mechanical issue (clip opened while locked) was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Review of the complaint history did not indicate a lot specific product quality issue. A definitive cause for the mechanical issue could not be determined. The observed bent actuator mandrel and scratched actuator coupler appear to be related to procedural circumstances/user technique as multiple attempts were made to achieve final arm angle. There is no indication of a product quality issue with respect to manufacture, design or labeling.